Manufacturer narrative:
(B)(4). The device has been reported to be available for evaluation and has been requested. However, the device has not been received for evaluation as of yet. If the device is received, a follow-up report will be submitted upon completion of the evaluation.

Event description:
The facility representative reported to baxter colleague infusion pump on (B)(6) 2010 with a malfunction of "shocked the nurse when she unplugged it". It was not specified when the reported condition occurred. There was no patient injury, adverse event, or medical intervention associated with this report. The pump is also being sent in for preventative maintenance. The software version for this device is currently unknown. No additional information is available.